Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A commanded shock test is being discussed to be performed in the near future. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a commanded shock was performed in order to evaluate the system. Results showed increased impedance measurements, and it was decided to perform a lead revision. After the revision the pacing thresholds increased. At this time, this device remains in service. No adverse patient effects were reported.